Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient felt symptomatic while traveling and sent in a strip. A ventricular high rate episode corresponded to this timeframe. The system was checked and sensing and capture were appropriate. It was noted that intervals of deflections on the electrogram (egm) do not match those of the markers. There was likely a mismatch between the markers and the egm deflections. The device remains in use. No patient complications have been reported as a result of this event.